Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location; further described as ¿twice their clothing was wet¿. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.